Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. Following pre-dilation with two apex balloons (2.0 x 12 mm and 3.0 x 15 mm), upon the physician's third attempt to cross a non-tortuous lesion located in the mid left anterior descending artery, the shaft of the 2.25 x 20 mm promus element plus broke. The shaft broke in the mid to distal portion and there were kinks present from the attempts made to advance the stent into place. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).